Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not lighting up. A technical support specialist (tss) remotely accessed the system, identified that the required services were not running, and restarted the services, after user was able to log in successfully. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini biometric identifier was not lighting up and was not functioning. However, there were no delays, adverse events or injuries reported based on this event.